Event description:
It was reported that during a laparoscopic gastrectomy, there was a piece of material inside the patient. The fallen piece was retrieved, it was found that it was a valve's broken piece of the device. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that a forceps had been taken in and out many times. One of the forcep was an ultrasound instrument for sealing. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with one seal of the universal seal assembly torn with loss of material. The piece of seal was received inside a petri dish. A possible cause of this condition may be that the seal got damage during the interaction of the surgical device through the trocar. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.